Event description:
It was reported that the programmer required corrective maintenance/repair. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the programmer required corrective maintenance and repair. The programmer was unable to start. It was further noted that the cursor was not aligned with the stylus at the right side corner of the display screen when used with a known good micro processor unit (mpu) and kernel printed circuit board (pcb). It was further noted that there were scratches on the display screen. The programmer will be decommissioned as it is no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.